Event description:
It was reported that balloon rupture occurred. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, upon inflation, the balloon ruptured. There were no patient complications reported.